Event description:
It was reported that during a percutaneous transluminal coronary angioplasty, stent damage occurred. As the 2.5x28mm promus element was advanced in the 6fr guide catheter the physician encountered resistance advancing the device. The stent delivery system was removed and it was noted that the 'mesh was protruding'. The procedure was completed with a non-bsc stent. No patient complications were reported and the patient status is stable.

Event description:
It was reported that during a percutaneous transluminal coronary angioplasty, stent damage occurred. As the 2.5x28mm promus element was advanced in the 6fr guide catheter the physician encountered resistance advancing the device. The stent delivery system was removed and it was noted that the "mesh was protruding." The procedure was completed with a non-bsc stent. No patient complications were reported and the patient status is stable.

Manufacturer narrative:
Device evaluated by manufacturer - a visual and microscopic examination identified distal stent damage. The struts at the distal end of the stent were both twisted and raised. This type of damage is consistent with the device encountering some form of resistance during advancement and/or withdrawal. The balloon and tip sections were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
Device is a combination product.(B)(4).